Manufacturer narrative:
Review of the device history record indicates the device was manufactured to specification. The subject device was not returned to us endoscopy. The instructions for use contain the following: "confirm engagement between the capsule cup and the stainless steel distal thread connection prior to patient intubation to minimize the risk of accidental or premature disengagement and potential patient complications. Hold the finger ring handle in a retracted position to ensure that the deployment cable is restrained within the catheter, the capsule cup can now be threaded onto the stainless steel distal connection by gently holding the capsule cup between thumb and forefinger and threading in a clockwise direction until threading stops and the catheter begins to turn. Gently tug on the capsule cup to confirm proper connection." In-service training has been provided to the user. Not returned to manufacturer.

Event description:
The disposable advance® - capsule endoscope delivery device is a 2.5 mm single sheathed device indicated for transendoscopic delivery of the given pillcam sb video capsule to the stomach or duodenum in patients who are either unable to swallow the video capsule, or unable to pass the video capsule beyond the pylorus in sufficient time to complete the desired diagnostic evaluation. The user facility reported the capsule cup came off in the patient's mouth. The capsule cup was retrieved without issue. There was no report of injury to the patient or the user.